Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. However, when firing a device please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. If additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device deliver a complete cut line? Yes. Were any issues noted with the cut line such as jagged, irregular, reported dull knife, etc? Stapler fired normally, however the surgeon felt that the tissue pushed out a bit & that has never happened before. What color cartridge was being used? Blue ¿ ecr60b. Were any of the forces higher or lower than expected (closing or opening)? No, nothing unusual in opening or closing the device. The device fired normally, the cartridge did not have any staples in it as reported by surgeon. The stapler was fired one more time in the case without incident. The complaint is about no staples in the cartridge not that the stapler did not fire. Surgery prolonged by 30 minutes. Was there any adverse impact to the patient or procedure as a result of this experience? ¿not to date. What was the condition of the patient following surgery ¿ stable, discharged, critical ¿ please explain. ¿ discharged from hospital.

Event description:
It was reported that during a gastric sleeve procedure, on the fourth firing, the device cut, but did not staple. No buttressing material was used. There was nothing unusual when the device fired, aside from the surgeon feeling that the tissue pushed out a bit. This caused an unknown amount of extended time to the surgery. The surgeon manually re-did the anastomosis. Reloads from two lots were used in the case; however, it is unknown what lot the reload they had a problem with was from. Both lots are being reported. There was no adverse consequence to the patient reported. One device will be returned.